Event description:
This female underwent surgery on the tmj in 1977 with a bilateral gap arthroplasty with silicone blocks placed. This procedure was performed at another facility, thus the MFR is not known to this reporting facility. The pt presents with a 6 month history of jaw pain and limited pain and limited opening with difficulty speaking and eating. The condyle was found to have degeneration with some osteophytes present.